Event description:
I brought and used a thermacare heat wrap that burned and blistered my chest and neck. I do not have the money to see a dr, so I am suffering with it. It hurts. And it also looks disgusting. Because I can't see a dr, I don't know what to do to treat it. FDA safety report ID# (B)(4).